Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 1pm. The patient's testing frequency is not known; however, per csr's notes the patient manages her diabetes with insulin (self adjuster). In response to the alleged meter issue, the patient indicated she administered an increase dose of lantus (4 units) eight hours later; the reason for increasing her medication is not known and according to the csr's documentation, the patient does not have a secondary meter. On (B)(6) 2011 at 4am, the patient claimed that as a result of the alleged issue, she developed symptoms of shaking, blurry vision, and had a seizure. Thirty minutes later, the patient indicated she obtained a reading of "27mg/dl" with the emergency medical service's (ems) meter and was administered IV fluids as treatment. It is not specified if the patient received additional treatment, it is not known when the patient's symptoms improved, and it is not known if the patient was later transported to the emergency room (ER). At the time of troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation) and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.